Event description:
The camera head was returned to the service center with a report of cable was frayed. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, water tightness was lost and damaged cable unit was found. The most probable cause was poor watertightness of the cable unit and fracture on the cable unit respectively. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the loss of watertightness was due to poor watertightness of the cable unit. It I is likely fracture problem was due to the damage on the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.